Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose was 33 mg/dl. The customer was treated with food. The customer has been experiencing low blood glucose for 1 evening. The customer was admitted to the hospital. Customer stated the perceived cause of the low blood glucose was she think she double bolused. After the troubleshooting was done, customer was advised that the device passed low blood glucose troubleshoot.